Manufacturer narrative:
This report is being submitted as follow up no.2 to update the h3 section and to provide the completed investigation results. One 8 fr angio-seal vip device was received for product evaluation. The arteriotomy locator, hemostasis sheath, and sealed pack carrier tube assembly were returned along with header bag. There were no visual anomalies noted with the locator and sheath. There were no signs of damage or deformation observed at the tip of the hemostasis sheath. Upon microscopy analysis, at the distal tip of the sheath in the monofold, there was a film of yellow substance present. No other visual anomalies were noted with the device. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be definitely determined based on the available information. Terumo is further investigating the foreign material.

Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when the physician attempted to assemble the angio-seal insertion sheath and the locator, a kink in the tip of the introducer sheath was observed. The device was not used and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was pci (percutaneous coronary intervention). A pre-deployment angiogram was performed. The size of the sheath ancillary used was a 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown.